Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device "heated up". The reporter stated that the device had a repair tag indicating the device malfunction; the device was placed in a repair bin. It was not reported that the event occurred during surgery. There were no injuries reported. There was no medical intervention or prolonged hospitalization. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.